Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately three weeks after device system was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 5076-52 implantable pacing lead, implanted: (B)(6) 2013; 694765 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.